Manufacturer narrative:
((B)(4)) the device history records review was completed. It indicates that no nonconformance was recorded during the manufacturing process of the reported product lot number. No conclusion can be drawn. However, the outcome of the investigation would tend to indicate that the product was not defective at the time of manufacturing. Please note that, as per the product instructions for use, the graft was not used in an approved indication.

Event description:
The involved product was used as a conduit for an axillary cannulation during a surgery performed on (B)(6) 2016. During the procedure, a blood leaking was noted from the graft. Additional suturing was done to stop the bleeding and blood transfusion was conducted. No adverse consequence for the patient was reported.

Manufacturer narrative:
The correction is done as a result of the review of the complaint file for closure. Corrected data is related to evaluation codes. (B)(4) is not appropriate for the involved product.